Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alerts while using a 23" teflon 6 mm inset infusion set, which the caregiver attempted to address by changing both the cartridge and infusion set; the agent provided education to disconnect, fill tubing until drops appeared, reconnect, and then fill the cannula, and a goodwill replacement order was arranged. Symptoms included sustained high blood glucose above 180 mg/dl for 2¿4 hours. Outcomes included no medical intervention, no backup therapy use, and no acute health effects. Investigation included troubleshooting and user education on proper priming and cannula fill steps. Investigation of this case revealed that the occlusion resolved only after supply change and correct priming procedure. It was concluded that the event was consistent with hyperglycemia associated with an infusion set or flow interruption that resolved after corrective actions.